Event description:
The stimulation turned off. This happened twice while the pt was sleeping. The pt planned to keep a journal if it continued to happen. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).